Event description:
Medtronic received information that this bioprosthetic valve, implanted 4 months, was explanted due to pannus, thrombus, and paravalvular leak.

Manufacturer narrative:
(B) (4). Device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event related to patient condition. Analysis; upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. A small abrasion in the lunula of the non-coronary cusp appeared to be due to wear on host tissue or bias cloth. Traces of pannus remained attached to tissue and base stitching adjacent to the non-coronary cusp extending slightly onto the tunica. Traces of pannus remained attached to the outflow edge of the sewing ring. Rounded, spongy white foci of host tissue remained attached to the outflow rail and margin of attachment of the non-coronary and left cusps. Radiography shows no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.